Manufacturer narrative:
B7 added information as it was omitted from the initial report that was submitted. G1 manufacturing site name should of been left blank on the initial report that was submitted. Investigation summary: the investigation has been completed. No product was returned for investigation. Major bleed/hematoma: hematoma and bleeding to the impella site causing removal of device and surgical wound closure to right common femoral artery. The root cause of the hematoma and bleeding were unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Device history review: the device passed all post sterile inspection checks.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Hematoma and bleeding to impella site causing removal of device and surgical wound closure to rcfa.

Manufacturer narrative:
The impella device was discarded by the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.